Event description:
It was reported that the patient experienced an inadequate stimulation and felt a slight shock from the device. When patient got into certain positions, the device affected him differently and with the current programing, some of the settings did not work as well as other. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.